Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact accidentally delivered a bolus of 25 units to the customer when blood glucose (bg) level was 356 mg/dl. The customer's bg level decreased to 83 mg/dl. Reportedly, if needed, the customer had food available. Recommendation was made to discuss diabetes management with health care provider.